Manufacturer narrative:
Pt info was not available at the time of this report. The sys was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The sys was fully functional and the sys checkout showed no anomalies.

Event description:
A medtronic rep reported that the synergy spine software froze on the stealthstation treon treatment guidance sys during an o-arm spin. The software worked successfully after reboot. There was no pt impact associated with this complaint.